Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The cinch was stuck in the patient's tissue and released using scissors. The procedure was completed with the same cinch when the physician exposed the inner wire and manually deployed the cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Impact code f2301 is being used to capture the reportable event of the use of scissors to release the cinch that was stuck in the patient's tissue. Block h11 device evaluation. The suturing cinch was not returned, and no media was available for analysis. Product analysis could not be performed. For this reason and due to the lack of evidence, the reported event of cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, cause not established is selected as the most probable cause for this event.